Event description:
Patient tested prior to administration. IV left forearm site, infiltration of 20 cc gad and 46 cc saline.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.